Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported the patient presented with left knee synovitis and pain and was administered prednisone.